Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
It was reported that during a routine follow up there was no capture with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Intrinsic sensing and impedance measurements were within expected limits. Noise was unable to be reproduced during maneuvers. The device was programmed to left ventricular (lv) therapy only. The patient is not pacemaker dependent. The patient is expected to come back to the hospital to receive remote monitoring equipment and for the physician to determine if the rv lead would be revised. No adverse patient effects were reported.